Manufacturer narrative:
Invacare received information from attorney stating invacare concentrator may have caused a house fire. Additional information has been requested, but not yet received. No further detail regarding damage, injury or death was received. Fire scene investigation performed; report not yet available. A device history review was unable to be completed, as no serial number was provided. Regular maintenance records were not provided. Should additional information become available a supplemental record will be filed.

Event description:
Letter from a lawyer indicates an invacare concentrator may have been responsible for a house fire. No further detail regarding damage, injury or the subject product. The letter did not mention death or injury. Update from consumer affairs on (B)(6) 2016: invacare expert will attend the (B)(6) 2016 joint fire scene investigation.

Manufacturer narrative:
The site exam was completed on (B)(4) 2016 with the invacare fire expert. All indications are the invacare oxygen concentrator was not the cause of the house fire. The most likely cause was cigarette smoking.

Event description:
Letter from a lawyer indicates an invacare concentrator may have been responsible for a house fire. No further detail regarding damage, injury or the subject product. The letter did not mention death or injury. Update from consumer affairs on 8/9/16: invacare expert will attend the (B)(6) 2016 joint fire scene investigation.